Event description:
It was reported that a 4.0 x 28 mm xience v stent was implanted in a narrow, eccentric lesion in the mid right coronary artery (rca). After deployment of the stent, the stent delivery system (sds) balloon was difficult to remove. As it was difficult to withdraw the sds, the patient experienced some discomfort during the procedure. The sds was able to be withdrawn and the stent was confirmed to be adequately deployed in the patient. The patient's final outcome was satisfactory. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Pain is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.